Manufacturer narrative:
Operator of the device: unknown. Device evaluation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported the device was leaking at side port. No patient injury was reported.

Manufacturer narrative:
Manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing was performed. Visual inspection found an old-style printed circuit board (pcb) and drain fitting, worn line cord, broken pole clamp, stripped interlock block assembly and cracked reservoir cover around all four corners. Functional testing found the device leaked water from port side confirming the customer complaint. Interlock block bolt hole got stripped. Replaced interlock block assembly. The root cause of the reported issue was found to be customer damage. This remediation MDR was generated under protocol (B)(4) as a result of warning letter cms# (B)(4).